Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an (B)(6) study, it was reported that the basket on the intact wand fractured. It is unknown if anything detached from the basket. There was no patient injury reported.